Event description:
During implantation of device involved in this report there was no bipolar pacing. When the device was placed in the pocket, unipolar pacing was observed.

Manufacturer narrative:
(B)(4). The event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Method: since the device remains implanted, the programmer files were reviewed. Reportedly, during automatic detection of the implantation, there was no pacing, whereas a bipolar lead was used (normal impedance value measured previously) and the pt spontaneous rhythm was below 70bpm. This event occurred only while the implant was not in the pocket. As soon as the implant was placed into the pocket, unipolar pacing at 70 min-1 was observed. The reason why bipolar pacing is not available during automatic detection of the implantation is an anomaly in the embedded implant software. Because of this anomaly, the "unipolar+bipolar" pacing configuration is not available on reply sr and reply vdr during the implantation detection phase. Consequently, pacing will be "unipolar" only, and thus no pacing will be observed after ventricular lead connection while the implant is out of the pocket (with a bipolar lead). This feature will be re-enabled on reply sr and reply vdr in a future version of embedded implant software for new manufactured devices. Because, there is no permanent safety issue associated with this behaviour (it can occur only during the implantation phase, i.e. Under medical surveillance), no correction is planned on already manufactured units.